Manufacturer narrative:
Product complaint #: (B)(4). Device was used for treatment, not diagnosis. Investigation summary: the device was received and evaluated at the service center. The customer reported an article defect, defects were found with the device during evaluation, therefore we can confirm this complaint. Upon testing, the device was found to be displaying an unspecified error code. It was further found that the motor did not turn as it was corroded. The hand control set was found to be worn and it's resistance value was out of specifications. A short circuit was found in the motor cable and the device was found to be leaky. The motor, motor cable and the hand control set were replaced and the device was cleaned, tested and found to be fully functional. Fluid ingress into the system and contact with the motor is responsible for the corrosion of the motor and would have caused the damage to the motor cable, resulting in the short circuit. The corroded motor has a tendency to stick and not turn. The worn hand control set is a result of prolonged usage of the device over time, which would in turn, have caused it to not function as intended. The damaged components of the device would have caused it to display the error code. A manufacturing record evaluation was performed for the finished device (serial number: (B)(4), and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
It was reported by affiliate via phone, that a fms tornado micro handpiece with buttons was defective. No surgical delay or patient consequence reported.